Event description:
The following information was reported to bsc. "Ten second after power distribution was started, temperature suddenly went up to around 100c (degree centigrade) from 50c. Impedance was not changed. The test was performed, nearly 100c was displayed. The procedure was continued with another with same catheter."

Manufacturer narrative:
Catheter was visually inspected and verified normal. During functional testing the catheter functioned as expected during electrical testing investigation. A review of the device history records found no manufacturing issues identified. A 15 month review of complaints for the product family found no negative trend. Poor contact quality or different contact angles may create unexpected temperature readings, which may be mistaken for a defective temperature sensor. While there may be no problem with the catheter, the user may incorrectly diagnose the error as a catheter issue.